Event description:
A surgeon reports performing an intraocular lens (iol) exchange due to unexpected postoperative refraction. The association between this event and the iol is not known. Additional information has been requested.